Event description:
It was reported the physician sutured down the pump. The catheter was looked at under fluoroscopy to make sure all the connections were intact. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter: product ID 8596, serial# (B)(4), implanted: 2004-(B)(6), product type catheter: product ID 8578, serial# (B)(4), implanted: 2010-(B)(6), product type accessory. (B)(4).

Event description:
Additional information was received. It was reported that the pump's sutures had pulled out when the pump flipped over. There was also a collection of blood in the pocket that the patient had experienced pain from. It was noted that the patient¿s therapy had not been interrupted by the event. Per manufacturer device registry, the drug in this system was morphine.

Manufacturer narrative:
(B)(4).